Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient sought treatment for a painful hip. The patient had received bipolar semi approximately 30 years ago. The bipolar head had eroded the superior portion of the acetabulum and it was decided to convert the semi to a tha. The procedure was completed by implanting a multi hole trident ii shell with screws and a constrained liner.